Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet with a 3rd party usb wall adapter. The customer's blood glucose level ranged from 180-260 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.